Manufacturer narrative:
Insulin pump received a compromised force sensor alarm at 4.0 lbs during prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 308 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.